Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when the ops check is performed, the device displays a pacer equipment malfunction error. There was no reported patient involvement/ adverse patient impact.